Manufacturer narrative:
A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The customer cancelled the service visit. Per the customer, no samples are returning. Therefore, testing could not be performed. Root cause of the system not functioning cannot be determined. (B)(4).

Event description:
A surgical office manager reported that a system was inoperable. Later, it was reported that the system is operating. It is unknown whether there was a patient involved and what the impact was. Additional information has been requested on multiple occasions, but no response has been received.